Event description:
A report was received that stated a nurse received a needle stick. The report stated that the needle became exposed after it had been used. The sheath became detached and the needle was exposed. The nurse was stuck by the needle. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.